Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the accolade stem, "the patient began experiencing discomfort in the area of the device, including buttocks, groin and down the thigh of the knee. Diagnostic and microbiological testing revealed the presence of streptococcus bacteria and a left hip hematoma. In light of worsening symptoms, which included a constant sharp and stabbing pain in the left hip, he underwent four debridement and irrigation surgeries to remove the affected areas of tissue around his hip. This included surgeries to remove painful hardware, place antibiotic beads in the hip and install an antibiotic spacer."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf hip stem. Additional devices listed in this report: - unknown lfit anatomic v40 femoral head. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.